Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states he received a no delivery alarm. He states he attempted to troubleshoot but still received no delivery alarm. Customer's blood glucose was 214 mg/dl. Troubleshooting was done.